Event description:
Reporter indicated that vns pt was recently hospitalized due to swallowing problems that began immediately after vns implant surgery. Stimulation had never been initiated. The swallowing problems have improved; however, it was reported that the pt has permanent damage. The implant surgery was performed by a surgeon who had never before implanted a vns therapy system. Report is incomplete because device tracking information was not forwarded to manufacturer at the time of initial implant. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The physician believes that the pt's swallowing problems are related to the vns implant surgery and anesthesia. The pt has been referred for rehabilitation. The pt uses thickening substance in his drinks to avoid aspiration. The pt is reportedly better but still experiences swallowing problems. No other med intervention was taken. Dysphagia is a known effect of the vns surgery or stimulation.